Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. There was a plastic thread at the end of the catheter. Foreign complaint the following information was provided by the initial reporter, translated from french to english: presence of a plastic thread at the end of the catheter needle when opening the peelable package.

Manufacturer narrative:
H.6. Investigation: bd received two photographs displaying a 20ga insyte IV catheter unit with the needle cover removed. The photos focused on the catheter and needle tip area. The photos also displayed a white piece of foreign matter on the surface near the needle and catheter tip. The reported issue was confirmed. The white piece of matter was evaluated as a non-foreign (porous plug shaving residual) which was introduced during the manufacturing process. Plug shavings, a normal byproduct of the assembly process, can be introduced to the catheter tubing during routine cleaning of a portion of the assembly equipment. Improvements to our equipment cleaning process have been implemented to minimize the potential for this type of non-foreign matter on the catheter. No quality issues or process deviations were found with the DHR review. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with foreign matter. There was a plastic thread at the end of the catheter. Foreign complaint the following information was provided by the initial reporter, translated from french to english: presence of a plastic thread at the end of the catheter needle when opening the peelable package.